Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received identified that the manufacturer's representative was able to recover the ipg. Effective therapy was restored.

Manufacturer narrative:
H9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: additional report-1 was not suppose to have the fsca number and now removed in additional report-2.